Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported: the case had run smoothly and routinely as far as jnj representative was aware until the scout nurse noticed an inconsistency in the stickers when she was placing them on the charge sheet. The first contact jnj representative had with the implants was during the implant trial stage when rep left the theatre to get the appropriate implants, selecting a 5n femur, size 5 6mm polyethylene, 3 tibia and 32 patella from the consignment prosthesis trolley. On returning to theatre rep asked dr if he was happy with the sizes in situ, reiterating the choice of a narrow prosthesis rather than a standard width femoral component and confirming 3 tibia, 32 patella and 6mm polyethylene insert. When dr replied ¿yes¿ rep presented, the implants for him to check over. Dr was satisfied with the implants presented, and rep turned to show the scrub nurse, who also checked all sizes were correct. The implants were opened and the surgical team proceeded with cementing. The remainder of the procedure appeared routine, with the definitive prosthesis tracking well once in place. As the bandages were being placed the scout nurse was completing her paperwork and placing the prosthesis stickers on the operation record when she noticed the femoral component sticker read ¿left¿ while the operative side was in fact the right side. At this time I was walking back into theatre just as she was looking at the sticker, which she held out to me and asked whether or not the sticker was correct. I looked at the sticker, confirmed it read ¿left¿, looked up to confirm a right operative side as dr walked over to join the conversation and mirrored the same action. Rep asked the scout nurse and dr to while rep checked the prosthesis trolley, going back to the store room to confirm that the bank of left sided femurs was missing a 5n femur while the right 5n femur was still on the shelf. Rep had carefully arranged the prosthesis trolley prior to the list and knew there was only one of each size on that shelf. Rep returned to the theatre to relay the information to both dr and the scout nurse. Dr halted clean up proceedings and discussed our options. It was decided that we would use an entirely new setup with the sterile attune trays allocated to the next case. The scrub nurse went to re-scrub and rep called dr cooke¿s product specialist to inform her of the event. The initial implant was removed without bone loss and the correct sided implant was cemented successfully without the need to re-cut. There was a total delay of around 40 minutes, approximately 20 minutes to set up and a further 20 minutes procedural time. The complete setup for the next knee was used as it was complete and readily available outside the theatre, plus flexible osteotomes and a reciprocating saw.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.